Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that a wound drain broke during a procedure. No death was reported. The actual device was not available for return. However a sample from the same lot was provided along with manufacturing number and photos for review. End user reported that the drain tube broke during the procedure. Intervention was required to retrieve the tube. A review of the photos confirmed the issue from the end user. Analysis of the finished good lot number was reviewed. No non-conformance's were noted during the manufacturing process. While the failing unit was not returned, the supplier provided other samples from the same lot. Testing of these samples showed that the units were within specification. Further examination of the photos revealed that a small nick or cut was likely made in the tubing with a scalpel. The failure mode was replicated using minimal force which created the appearance of the broken end similar to the provided photo of the failed unit. Therefore, the most likely cause of the tubing failure is end user error that caused the device to become damaged during the procedure. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that the device broke during a procedure. The incident occurred at the user facility. The item was in use. No death was reported. This report was filed in our complaint handling system as number (B)(4).